Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The doctor brought the patient back for dislocation. Removed head and liner. Went to a larger head with longer neck length.

Manufacturer narrative:
Correction: upon completion of the investigation, we have reevaluated the reportability of this event and have determined that the liner is reportable-primary, the shell/cup are reportable and the head is not-reportable- concomitant. The following devices were also listed in this report: trident 0° x3 insert 36mm ID; 623-00-36e; t93plp- primary tridentii tritanium cluster54e; 702-04-54e ; 68454601 -reportable delta v-40 ceramic head 36/+7; 6570-0-736 ; 68112802- not reportable-concomitant . Reported event an event regarding dislocation involving a trident insert was reported. The event was not confirmed. Method & results -product evaluation and results: visual inspection of the returned device noted the following: examination of the device returned provided nothing remarkable to report. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The doctor brought the patient back for dislocation. Removed head and liner. Went to a larger head with longer neck length.